Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Event description:
It was reported that the pulse generator exhibited a lack of response from the rate-modulated sensor. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.